Event description:
Medtronic received information that this bioprosthetic valve, implanted 3 years, was explanted, due to increased gradients. It was reported that at explant calcification, cuspal tears and cuspal stiffening were identified.

Manufacturer narrative:
Evaluation method code: device history reviewed. Results: device history review found the product met specifications when released for distribution. Conclusion: cause of event cannot be determined. Analysis: the valve was received at medtronic's quality laboratory on august 18, 2009, and is undergoing extensive analysis. Conclusion: upon completion of the analysis, a follow up report will be filed.